Manufacturer narrative:
(B)(4). Patient condition information requested. No patient harm reported. The device involved was not received for evaluation at the time of this report. However, samples were taken from the current production of devices from the same family. The samples were visually inspected and issue reported was not observed. A device history record review could not be conducted since the lot number was not provided. A record assessment (fmea) was conducted and no update is required. It is necessary to receive the physical sample to perform a proper investigation to confirm the alleged defect, and determine a root cause. Customer complaint cannot be confirmed. Root cause is unknown. Corrective actions cannot be established at this time. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges "the 15mm connector disconnected from intubated patient." No other details were reported initially.

Event description:
Customer complaint alleges "the 15mm connector disconnected from intubated patient."no other details were reported initially.

Manufacturer narrative:
(B)(4). Brand name corrected to hudson et tube,cf,7.5. Catalaog# corrected to 5-10115. The customer returned one unit 5-10115 et tube, cf, 7.5 for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the sample was returned with the bite block still attached to the tube. The connector was pushed further into the tube than where it is placed during assembly, but it was not pushed completely into the tube. The connector is originally seated loosely in the tube and not seating the connector firmly into the tube before use can cause it to disconnect. The returned sample appears used as there is biological material present on the device. The IFU for this product states, "the 15 mm connector may be loosely seated due to the relaxation of the tube material around the connector. Seat the connector firmly in the tracheal tube. For a secure connection, the contacting surfaces must be clean and dry when seating the connector." "Seat the 15 mm connector firmly in the adapter on the ventilator equipment to prevent disconnection during use. Ordinarily the security of the connection is increased by twisting the two elements together." "Non-standard dimensions of some connectors on ventilator or anesthesia equipment may make it difficult to securely mate with the tracheal tube 15 mm connector. Use only the equipment having 15 mm connectors that are standard in compliance with (B)(4)". The reported complaint of "connector came out of tube during use" could not be confirmed. However, further testing is ongoing to determine the root cause of this complaint. It was noticed that the connector was not seated completely into the tube. If it is not seated firmly into the tube, the connector could disconnect from the tube during use. A non-conformance has been opened to further investigate this complaint issue.